Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing the infusion site and subsequently realized the tubing had not been connected to the anchor and infusion set, resulting in approximately one hour without insulin delivery; after guidance, the user reconnected the system and resumed insulin delivery. Symptoms included elevated blood glucose with readings reaching ¿high.¿ outcomes included temporary functional limitation with no medical intervention, no use of backup therapy, and no reported acute complications. Investigation included customer interview and troubleshooting education. Investigation of this case revealed user setup error leading to interrupted insulin infusion. It was concluded that the device functioned as designed and the event was attributable to user error related to infusion set connection.